Event description:
This is a pt-lifting device used to transfer dependent pts from one location to another. The device is battery operated. The lift has failed on several occasions when the pt has been suspended in a sling in a high position & lowered to a safe position. This puts the pt & nursing staff at risk of injury. Rptr has reported this to the MFR on several occasions. They talked of a retrofit to the lift that would allow the lift device to be lowered manually. This has not happened. Today rptr's electrician talked to a rep in their service dept & now they claim there is nothing in the works. This equipment is a potential safety hazard. The problem with the lifting devices have been corrected by the MFR. The defective lifts have been taken out of svc and have been replaced a new model of the lift with a manual lowering device which can be used to safely lower a pt if the battery operated motor fails.